Event description:
The physician attempted closure of an arteriotomy site with the perclose a-t (closer a-k) device following an unk procedure. Flouroscopy was not performed prior to the procedure. Reportedly, fluoroscopy is not regularly performed by the physician during procedures. However, it is reported that the vessel size is "over five (5) mm" and the vessel was neither tortuous nor calcified. It is "unk" if the site was confirmed in the common femoral artery (cfa). It was also noted that this was the pt's first procedure and there was no scar tissue at the groin site. The phyisician reported there was no resistance during device insertion, but the pt complained of " a lot of pain" during device insertion. However, the physician proceeded with the closure procedure and successfully achieved hemostasis. Upon pedal pulse check, it was noted that there was an absence of pulses. The physician performed an ultrasound and an angiogram that confirmed an occlusive via a "cross over procedure." Dilatation of the vessel was performed. A follow-up ultrasound on an unknown data revealed that there was "good flow" at the site of occlusion. At last report the pt was discharged the next day and is reportedly "doing good."